Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician reported that a dry acid gallon unit smoked on the capacitor or resistor of the control board. The biomedical technician stated that after cleaning the mixer they were attempting to put the wiring connections back together. The biomedical technician stated that they may have placed some wires incorrectly. Upon follow up, the biomedical technician confirmed that there was visible burn damage to the diode and resistor on the control board due to water intrusion. The biomedical technician confirmed there was smoke and a visible burning smell note. The biomedical technician confirmed the issue was found while they were performing maintenance on the machine and no smoke detectors went off at the clinic. There was no patient involvement. The control board was replaced and the machine returned to service. There was no other damage to the machine related to the reported event. No parts were available for return to the manufacturer.